Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an mx40 1.4 ghz smart hopping indicating that an asystole alarm was not generated at the central station for bed 284 and the patient passed away. The device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
A philips technical consultant (tc) onsite investigated the reported issue. It was noted that the nurse found the patient in distress, because the patient had bluish color to the skin. The customer pulled up a strip display on the central station that showed the incident in question occurred at 10:29:40am on (B)(6) 2025 with a red asystole banner showing above the strip display. The tc requested mx 40 be released to them for sequestration. The tc was informed at that time that the patient had expired and that the mx40 was on another patient. The customer swapped out the mx40 and gave to the tc. The tc went to central and verified with staff that audible asystole alarms were available utilizing a separate department mx40 device. The tc contacted another tc who was onsite later in the day on (B)(6) 2025. This tc was able to remotely log into the central station and pull logs for this incident. The logs show that the device had alarmed for an asystole and had been acknowledged. (B)(6) 2025 10:30:19 (B)(6) 2-284 asystole ended. (B)(6) 2025,10:30:19, (B)(6), 2-284, asystole ended. (B)(6) 2025,10:30:19, (B)(6), 2-284, asystole ended. (B)(6) 2025,10:30:01, (B)(6), 2-284, acknowledge. (B)(6) 2025,10:30:01, (B)(6), 2-284, acknowledge. (B)(6) 2025,10:29:57, (B)(6), 2-284, asystole generated at 10:29:46. (B)(6) 2025,10:29:57, (B)(6), 2-284, asystole generated at 10:29:46. (B)(6) 2025,10:29:57, (B)(6), 2-284, asystole generated at 10:29:46. The tc used a simulator to show a heart rate of 70/bpm and monitored the central station. The tc placed the simulator into an asystole; the heart rate transmitted properly, and the central alarmed for asystole. The tc then returned the simulator to 70/bpm; the central station monitored properly, and the asystole cleared. This test was repeated and also passed. The tc was unable to duplicate the original complaint of the device not alarming. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.